Event description:
The following information was provided by the initial reporter: material # 515056 batch # unknown verbatim: good morning, we had an instance this morning where the primary tubing came disconnected for the bd optima injector resulting in hd spill and blood loss. This would have been placed in pharmacy as it is a primary infusion. I have the product saved in my office per the request yesterday. Hi chris, to answer the patient related questions: what is the patient outcome? Are/were there any adverse events/serious injuries? The bd system was engaged at the patient end but the phaseal injector disconnected from the infusion line, this resulted in the patient losing blood. No serious events or injuries occurred. What drug was going to be administered? Blinatumomab was actively infusing. Was there any patient injury or harm? There was scant blood loss from the patient. The line was then open, which poses a risk for a clabsi. Blood loss from the patient, risk of patient getting a clabsi---delay of treatment per additional response: I am unsure what the lot number was. It is a secondary infusion set and phaseal optima injector. Spin collar.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.